Manufacturer narrative:
D4: UDI (B)(4), d3, g1, and g2 email is: regulatory.responses@icumed.com one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was removed. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was not duplicated, however a low audio sound was confirmed. The cause of the reported issue was unknown. As a result, the piezo was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a cassette not attached alarm. The event occurred during testing, no patient injury was reported.